Event description:
It was reported that the cast cutter was allegedly sparking and shorting out. There was patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, it was discovered that the brush, brush plug, and spring were each missing on the right side of the unit. This was determined to be the primary failure for the events. Internal naturally occurring sparking in the device can be seen by a user if the brush plug is missing. This sparking is contained within the device and is inherent to its functionality. The absence of a brush plug can also contribute to the unit shorting out. For the unit to run as intended, brushes must make contact with the armature, or it can result in no power to the saw. The missing parts were most likely caused by normal wear and tear over the life of the unit or rough use.

Event description:
It was reported that the cast cutter was allegedly sparking and shorting out. There was patient involvement and no adverse consequences associated with the device.